Manufacturer narrative:
(B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr found that the device was missing the customer's flow sensor so evaluation with their flow sensor could not be performed. The fsr confirmed that the xdcr fault was in the error log but was unable to duplicate the xdcr fault during testing. The fsr performed all testing and ran the device for 3 hours but the device operated without fault. The operational verification procedure was performed and the device operated to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.